Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; bfull lead; distal conductor distorted.

Event description:
It was reported that it was not possible to pull the stylet out of the lead. A new lead was opened and used. This was reported during the implant procedure. No patient complications have been reported as a result of this event.